Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen developed multiple internal white lines while the device was in a pocket, with no external cracks observed, and the screen remained responsive but difficult to read, consistent with a display readability problem involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed ambient light¿related visibility issues and a device display that was difficult to read, implicating the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.